Manufacturer narrative:
Findings: unit motor error alarmed during basic occlusion test due to loose/protruded drive support disk. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test or verify compromised force sensor alarm due to motor error alarm. Unit had cracked lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was 273 mg/dl. The customer stated they are receiving a compromised force sensor alarm. The customer stated that the device was not dropped or bumped. The customer stated that the drive support cap is sticking out. The customer stated that she has not pressed the cap while connected. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 273 mg/dl. The customer was treated for high blood glucose with manual injection.